Event description:
During surgery, the robot arm was going in the wrong direction when being sent to a planned trajectory. Surgeon decided to stop using the rosa spine device and converted the case to traditional surgery.

Manufacturer narrative:
Investigation of this event has determined that on this occasion the issue is due to user error and that there were not any device issues or malfunctions. The hospital owns two 3d x-ray patterns instruments identified with a serial number, each of them having their own calibration file that are not interchangeable. At the beginning of the registration, user must select the 3d x-ray pattern that he will use according to the serial number. Evidence indicates that the operator selected one 3d x-ray pattern for use but then selected the calibration file of the other 3d x-ray pattern in the software interface. Thus, the calibration file selected was not corresponding to the actual 3d x-ray pattern used, impacting the robot arm positioning. In this specific case, the 3d x-ray pattern was assembled inversely. This issue was noted during the installation process on customer site, the calibration file was therefore created corresponding to correct this error. In the case that the inversely mounted 3d x-ray pattern is used with an incorrect calibration file, the device will move in a trajectory which is inversed to the planned target entry point. Corrected data: method code - result code - conclusion code.